Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc and reinstalled the software which returned the system to use in good working order.

Manufacturer narrative:
It was reported on the (B)(6) 2023 that the fse replaced the flexvision pc and the hard disks on the allura device. It has since been confirmed that only the flexvision pc was replaced, and not the hard disks.

Manufacturer narrative:
The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that frame grabber card error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The defective part was returned for analysis and investigation confirms the issue and the cause is upgraded frame grabbers per prq. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc and the hard disks, reinstalled the software and returned the system to use in good working order.